Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high," a specific value was not provided. The customer administered a correction bolus via the pump, and the customer resolved the issue by changing the infusion set and cartridge, and then resumed insulin. Reportedly, the customer used cold insulin, which is considered off label use.